Event description:
It was reported that on (B)(6) 2013, the surgeon was placing a coupled cone using a 29 mm reamer, and had to push hard to have it properly seat in the collar while drilling into the proximal tibia. The surgeon was concerned that the force of pushing may have "heated up" the bone; however, the coupled cone was implanted without incident.

Manufacturer narrative:
Investigation is in progress.